Event description:
Patient was on humulin r-500 dosing 60 units in the am and 50 units in the evening. Patient used a combination of mail order and retail pharmacies for insulin. Pt received u-100 insulin syringes from mail order as prescribed by the doctor. Pt was pulling up to the 60 and 50 mark therefor receiving 5 times the dose he should have. This was noticed when he tried to fill his insulin at my pharmacy but received a insurance rejection for refill to soon. While discussing with the patient we realized the error. I contacted his doctor office and told the nurse the issue and asked to get the physician involved to see what next steps his doctor wanted to ensure he didn't have harm to his body. I didn't receive a call back until the next day and they didn't understand the issue. I then taught the nurses the need for different syringes for u-500 insulin. I submit this as an example why u-500 insulin is a very high risk medication, and the need to educate prescribers and there teams on the different counseling requirements. Follow up: can you share with us why at your organization a vial/syringe is used when there is a pen available? Can you identify any additional causes or contributing factors that may have contributed to this error? What was the final outcome, in regard to the patient? Md wrote for vials, pt had been getting from multiple sources and was more comfortable with vials none beyond those I already stated. Unsure final outcome. Had md office contact pt and told pt to ensure the md office does follow up to complete an exam to search for ion term damage. Error reached pt; no pt harm. (B)(4).